Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal the string pulled out of two tampons. She was able to manually remove the pledgets. She did not experience any adverse health affects and did not seek medical attention.